Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarms, determined to be caused by cracked threaded insert bosses and raised threaded inserts, resulting in material separation. The material separation caused the force required to secure the door to be greater than normal, resulting in the reported symptom. The failed front case assembly was replaced.